Manufacturer narrative:
(B)(4). S/w version 2.6d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located a crack on the battery compartment found on oct. 22, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked retainer, partially detached retainer, label damage(serial number label stained and end cap address label peeling/fading), keypad overlay texture damage and cracked case (battery tube). . Cosmetic damage was confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump battery compartment was cracked. Customer reported that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.